Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed system pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a failure of a crystal, designator y1 from the sbc assembly. The sbc assembly is located on the system pcb assembly.

Event description:
The customer reported that their device would intermittently power off and on by itself and not complete the boot up cycle. It would do this several times before it would remain powered off. &#1288;ere was no report of any patient use associated with the reported issue.